Event description:
It was reported that an ilet device became unresponsive and required a restart during an infusion set change. Customer care provided assistance which included attempts to contact the user for additional information. Investigation of this case revealed that further assessment is pending because details about device behavior, alarms, and blood glucose were not obtained. No clinical symptoms and no reported adverse clinical effects or blood glucose impact reported. Outcomes included no reported injury, medical intervention, or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending additional information from the user.